Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 heater wire inside the jaws came loose. The heater wire is still attached to hemopro and was not left behind in the patient. The case finished with a different device. No patient was harmed.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.